Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified the patient underwent an initial right total hip procedure. Zimmer biomet products were implanted without complications. Subsequently, the patient underwent a revision procedure due to pain, metallosis, corrosion, and implant loosening. During the revision procedure, while removing the femoral stem, the femoral shaft cracked and 3 cerclage wires were used to stabilize the fracture. No other significant findings or complications related to the reported event were noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005022-shell porous-62147313, 00625006530-bone screw-62363423, 00801803202-femoral head-62334050, 00631005032-liner-62323070, 00784801300-modular neck-62282041. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to pain. During the procedure, an intraoperative femur fracture occurred upon removal of the femoral stem. Three cerclage wires were used to stabilize the fracture upon insertion of the new stem. Attempts have been made and additional information on the reported event is unavailable at this time.